Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. No timeouts, drive stalls, or alarms were observed, however rotational sensor malfunctions were observed. The needle mechanism was reset to the not deployed position using the lock and load fixture. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in a needle mechanism failure. The drive mechanism was investigated and contamination was found on the commutator cap. This contamination caused the rotational sensor malfunction. Since the device was returned deployed, it cannot be determined when the device deployed or if this contamination interfered with the device ability to deploy.